Manufacturer narrative:
(B)(4). Conclusion: the needle was microscopically examined. It was found that the needle had been gripped and damaged at the attachment area and the suture material had subsequently broken. The device information for use cautions the user: to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point.

Event description:
It was reported that a patient underwent a total abdominal hysterectomy on (B)(6) 2011 and suture was used. During the procedure, the needle detached from the suture. The procedure was completed using a same like suture. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records for the batch number was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2011-01784. The same patient is represented in each medwatch.